Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's adult child that the patient died from ventricular fibrillation. It was reported that the rhythm went into "v-fib and the device shocked and then it went into v-fib again and shocked and then it went asystole" and that the device "only shocked (the patient) twice." Cause of death has been requested and not received.